Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that there was a miscommunication previously. There was no pump or catheter leak, but instead a cerebral spinal fluid leak from the dural puncture during implant. All the equipment is working fine and was never in question. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that a blood patch was performed on (B)(6) 2026. It was unclear if symptoms were actually caused by csf leak as MRI showed no leak, however, blood patch performed before scan was reported as patient symptomatic. Conservative measures were tried first. The pump serial number, model number, and implant date were provided. The catheter model number and implant date were provided. The patient's symptoms resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown. Implanted: (B)(6) 2026: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that there was a patient with an itp who needed an MRI of their whole spine. Another healthcare provider (hcp) reported if there was a leak due to the pump insertion it was likely to be at the lowest thoracic/upper lumbar area. The hcp inquired if it required contrast study. No further information was reported.